Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ supplemental correction d9 for product returned and date received g3: date received by manufacturer g6: report type ¿ updated/follow-up h2: correction / additional info and device evaluation h3: device evaluated by manufacturer h6: event problem and evaluation method codes - additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing and download test with nordic bluetooth device was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.